Event description:
It was reported that during a pvp procedure, the "doctor was sitting near the base of the fluid collection drain. When the drain filled, it spilled over into the doctors' lap. The doctor jumped as the laser was firing, causing a perforated bladder in the patient". Reportedly, a second pvp procedure was performed and all went well. Patient outcome: "reportedly the perforation healed with no issues". No further information was provided.